Manufacturer narrative:
Product event summary # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was admitted to the hospital because of a possible "paraspinal enhancement, possible abscess on s1 epidural space." The patient's healthcare provider (hcp) wanted to know if this was possibly related to the device. The rep added that there were no issues during trial placement and the target placement was found easily. The patient was reported to get cortisone injections for pain, but had not had an injection recently. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. Email was received from the same rep. Rep reported that the cause of the paraspinal enhancement was unknown. It was unknown if the paraspinal enhancement was related to the device or therapy, and it was unknown if anything was done to resolve the issue.